Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204) was confirmed. Upon investigation the monitor's electrode belt connector was broken free from the monitor case, causing the service code. The root cause for the damaged connector could not be positively identified, but the damage likely resulted from the monitor being dropped while connected to an electrode belt. No adverse event resulted from the damaged monitor connector. The patient received a replacement monitor.

Event description:
The nurse of a (B)(6) year old male patient called zoll customer support to report that the patient was receiving a service code 204. The patient was issued a replacement monitor.